Event description:
The pt was revised because of osteolysis and wear.

Manufacturer narrative:
The date of implant was unk, but report as approx 19 yrs prior. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to determine a root cause, the need for corrective action was not indicated. The investigation has also determined the liner product code is now obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.